Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the lead was explanted.